Manufacturer narrative:
Per the complaint source system record, the service engineer noted that a front bezel had been consumed, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective navigation ring. There was no patient involvement at the time of the event as the issue was found during preventive maintenance of the device. There was no patient or user harmed. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a defective navigation ring. The customer reported that the values were not stable and would fluctuate with only the pad. It was determined that the nav-ring was defective and required a replacement front bezel.

Manufacturer narrative:
Contact office phone number:(B)(6). Reporter phone number - (B)(6).